Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues. The physician attempted several troubleshooting steps, including pulling and stretching the cylinders, cycling the device, and performing a hard reset; however, none of these actions resolved the issue. As a result, the pump was explanted and replaced. Upon inspection, it was found that the pump was not functioning. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Concomitant product information for: reservoir, model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100784136, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI): (B)(4).